Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed several loss of prime alarms associated with zero force.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. The force sensor pins were intact at the time of eval. Review of the pump history revealed multiple loss of prime alarms associated with zero force. The pump was primed successfully and exercised with no alarms occurring.